Manufacturer narrative:
Review of the arm's internal log files did not identify a definitive cause for the battery pack not charging. No anomalies or fault codes related to charging behavior were recorded in the logs. The arm device and associated battery pack were requested to be returned for further evaluation and testing. However, as of this report, the units have not been returned. Therefore, the root cause of the charging failure remains unknown.

Event description:
An international distributor reported that their customer experienced an issue with the arm device battery. The battery would not charge, and a continuous flashing red light was observed. Additionally, the device would not power on or function while connected to the charger. The customer confirmed that this issue did not occur during patient use.